Event description:
The customer reported potential false positive result on the alinity m sars-cov-2 assay. On (B)(6) 2022, the patient's result (sample ID [sid] (B)(6) was positive on the alinity m sars-cov-2 assay. The patient stated they completed another test in the morning of (B)(6) 2022 and it resulted as negative. The patient states they believe the positive result from the first test is false due to administering the test themselves and that they did not swab both nostrils. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving the identified sample identification (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-95) lot# 527400 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot# 527400 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-95 lot# 527400 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-95) lot# 527400 and respective components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 527400 and its respective components. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the ticket under investigation, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot# 527400. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot# 527400 was not identified.